Manufacturer narrative:
(B)(4). Advancer, jaw or cam, clip. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Further evaluation found that the tip of the advancer was broken and missing. The device was cycled and ejected the remaining clips due to the found conditions. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, "the device misfired." Another device was used to complete the procedure. There was no adverse consequence to the patient.